Manufacturer narrative:
The device involved in the event will not be returned for evaluation it the pushwire was discarded and the stent and marker remains in the patient. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience.(B)(4)

Event description:
Medtronic received information regarding a product. During a mechanical thrombectomy, it was reported that very strong resistance was felt after trying to retrieve the solitaire after the second pass and the solitaire stent separated at the proximal section of the proximal marker. At attempt was made to capture the separated stent and marker with a 4mm snare. The proximal marker had separated and seemed to have migrated to the pca (posterior cerebral artery) and could not be captured. The separated solitaire stent also remains inside the patient, and the patient left the or room without revascularization of m1. The original cerebral infarction still remained but the patient's current condition is fine.